Event description:
Customer reported that column lift intermittently does not go down.

Manufacturer narrative:
Gehc surgery service personnel ordered part. Column lift intermittently does not go down due to bad ps3. Replaced part. System operates as intends.